Event description:
It was reported that the device had an electrical reset while being interrogated. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568 implantable pacing lead: implanted: (B)(6) 2003. (B)(4).